Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a bypass synthetic graft from the femoral to perineal artery using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, while attempting to make the first pass using the cat6, the physician was unable to advance the cat6 past the clot. Consequently, the tip of the cat6 became ovalized; therefore, it was removed. The procedure was completed using a manual aspiration catheter and ballooning with the same sheath. It was also reported that tissue plasminogen activator (tpa) was administered overnight. There was no report of an adverse effect to the patient.